Manufacturer narrative:
Approximate age of device - 4 months. The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was transported to the hospital from a cardiac rehabilitation facility after experiencing aphasia, hypoxia and a mean arterial pressure of 70 mmhg on (B)(6) 2014. The patient had equal strength bilaterally. Upon admission, the patient's map was 96-104 mmhg at the hospital and stayed consistent. On interrogation, the patient's system controller showed multiple pulsatility index events that day. No alarms were noted and there was no use of the backup battery. Computed tomography (CT) on (B)(6) 2014 showed no acute changes. Ramp echocardiography showed no aortic valve opening and the pump speed was decreased to 9000 rpm. CT on (B)(6) 2015 showed an ischemic stroke with mild to moderate infarction in the left middle cerebral artery territory. The patient¿s international normalized ratio (inr) was 2.36 on (B)(6) 2014, and 3.0 on (B)(6) 2015. The patient was given lovenox and the coumadin dosage was increased to keep a target inr of 3.0-3.5. The lactate dehydrogenase level was 868 u/l on admission and trended down to 700's u/l. The patient continued to have expressive aphasia and was discharged home on (B)(6) 2015.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported ischemic stroke and hemolysis could not be determined through this evaluation. The instructions for use lists stroke and hemolysis as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.